Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. During the evaluation of the returned device, the distal end of the cannula was found to be broken off. The fracture site was located at the thread. No indication for a material or manufacturing related failure was found. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with improper handling of the biopsy cannula during advancement into the bone as well as during removal from the bone. Oscillating movements of the cannula may lead to this kind of breakage. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. The IFU states: "advance the ostycut biopsy cannula (...) To the periosteum and screw the cannula into the bone wall. For reasons of safety the stylet remains within the cannula during this procedure. In case the ostycut biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a bone biopsy procedure for determination of a possible metastatic tumor of the fifth dorsal vertebra, upon retraction of the cannula after a specimen was obtained the tip of the cannula was found to be broken off with the fragment remaining in the patient's bone. It was determined that the fragment would not cause any health hazard to the patient and therefore, no attempt was made to retrieve the broken segment. No further patient injury was reported.